Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog # 8365359 and 510k# k090740 is approved for sale in us. Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore definitive cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with l4-5 spondylolisthesis underwent l4-5 posterior lumbar interbody fusion .on an unknown date post-op, it was found that the pedicle screw invaded into the spinal canal. During surgery, the direction of pedicle screw seemed to have no problem under the x-ray. The patient complained of lower extremities pain after the surgery. Patient complications were reported. Patient underwent revision surgery on (B)(6) 2016 to replace pedicle screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.